Event description:
A report was received that the patient underwent a pocket revision due to pocket pain. The patient is reportedly doing well after the revision.

Manufacturer narrative:
Device remains in patient. This is a final report.